Event description:
Event description guidant received information that this newly implanted implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited impedance greater than 3,000 ohms and loss of capture. The r-wave is down to 1mv. Technical services discussed that this is most likely a connection issue. An invasive procedure was performed and the pacing systems analyzer was connected to the leads resulting in no impedance values. A new device was implanted and connected to the leads and everything was normal. The explanted device was returned for analysis. The lead remains implanted.